Event description:
It was reported to philips that intermittently the system could not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting fse checked the battery of main board voltage and found the voltage was low. Fse replaced battery of main board and set date of system to solve the issue. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.